Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicates oversensing due to non-physiologic signals/sic (sensing integrity counter) and right ventricular lead integrity alert. It was noted that beginning 2014-05-27, the sic was up to 41; there was high-rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing. An right ventricular (rv) lead integrity warning occurred 2014-05-30 for sic greater than 30 in 3 days and high rate nst events.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 lead, implanted: (B)(6) 2009; 4194 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to non-sustained tachycardia (nst) episodes and increased short interval counts (sic). The right ventricular (rv) lead was found to have an unstable sensing history with suspect of a possible fracture. The device was reprogrammed and the lead was capped with a new lead successfully implanted. No patient complications have been reported as a result of this event.